Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650- / expiration date: 2017-03-31. (B)(4). Device available for evaluation?: yes, return date: 2018-07-26. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping from the controller and stated that the controller was not sensing the connected battery. The controller and battery were both exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller was not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat320880 and power switching events due to communication errors involving a battery. Momentary disconnections will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported "beeps" are most likely attributed to momentary disconnections between the controller and battery. Momentary disconnections were investigated internally. If information is provided in the future, a supplemental report will be issued.